Event description:
Additional information was received indicating there was no patient harm.

Manufacturer narrative:
Additional information provided in b.5. And h.6. The manufacturer internal reference number is(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a vitrectomy probe did not function cutting during a vitrectomy procedure. Aspiration condition was unknown. The product was replaced and the procedure was completed.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a clear tray. The sample was visually inspected and found to be nonconforming with light brown foreign material on port face and inner cutter closed at the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed along the inner cutter. Gouges marks observed at cutting edge and other locations along the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe had a cut failure. The most likely cause for the poor cutting is the observed gouge marks on the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined from this evaluation. The exact root cause for the cut failure cannot be determined from this evaluation; therefore, no specific action was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).